Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
Received information regarding a cartridge alarm 19 during basal delivery. Customer's blood glucose level was 300 mg/dl. The customer was able to load a new cartridge successfully and deliver a correction bolus. In addition, the customer's blood glucose level returned to target range.